Event description:
The customer stated that the urine phosphorus control values, run on the architect c8000 analyzer, are out of range on two levels of controls after using the phosphorus reagent lot# 42020hw00. The customer replaced the phosphate buffer saline with saline that was not phosphate buffered and received acceptable results. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.